Event description:
A caller reported that the indicated battery charge of their device dropped significantly in a short period. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support advised the caller to monitor the situation and call back if any further issues arose. There were no further issues reported.